Event description:
Kiwi vacuum attempted with 2 applications and pulls and 1 pop off. During the second pull the spring sprung and the cup had to be manually released from the fetal head using fingers as the suction would not release by the handheld device. Manufacturer response for kiwi omnicup vacuum device, kiwi complete vacuum delivery system, (per site reporter). Not known.